Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set experienced a low priority 30176 (max air exceeded) alarm. This occurred during use of the device for peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection of the patient line of the kaguya set from the transfer set that led to the alarm. Renal therapy services assisted in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.